Event description:
The following has been reported: biomed from deborah reported pump problem alarm. Only info is date of event, 3/18, he was unable to get any further info from staff. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Positive leak rate failed. Device problem alarm prevents device from being used. Fiber found to have caused damage to valve face in valve 1 resulting in positive leak rate failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.